Event description:
Customer was hospitalized due to high blood glucose. The insulin pump alarmed motor error. The blood glucose reading is 121 mg/dl. Customer had a MRI while connected to the insulin pump. The insulin blood glucose reading at the time of the event was over 600 mg/dl. Caller stated that customer had a seizure and vomiting. Hospital treated with IV. Nothing further reported.

Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or error test due to motor anomaly. However, the insulin pump received with operating currents within specification. The insulin pump received with cracked case at lcd window corners and battery tube threads.